Event description:
It was reported that pump experienced malfunction while pump was in bathroom during customer shower, and malfunction code 16 was displayed with issue not being resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.